Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Correction: event date in b3 was incorrectly reported as (B)(6) 2021. The correct event date is (B)(6) 2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's service center for further evaluation.   The device was evaluated. There was no mention of visual findings to the external part of the device.   The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation.

Manufacturer narrative:
Section b5 was incorrectly reported in the initial report. It has to be the manufacturer received information alleging nose bleeds, headache, difficulty breathing/short of breath and strange odor from the device related to a CPAP device's sound abatement foam. There was no report of harm or injury. Section h10 in the previous report was incorrect. It has to be the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged nose bleeds, headache, difficulty breathing/short of breath, strange odor from the device. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. There was unknown dust contaminant on the top enclosure. The rear enclosure appeared to have hair-like particles on it. The bottom enclosure was observed to have a dark unknown contaminant on it. An unknown dust contaminant was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they could not directly address the symptoms or complaints and there was no visible foam degradation, but dust contamination was found on top enclosure, blower box and rear enclosure appeared to have hair-like particles, bottom enclosure was observed to have a dark unknown contaminant on it. Sections h6 (health effect-clinical code, medical device problem code, investigation findings and investigation conclusions) corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.